Event description:
The customer stated that two patient samples had ise noise errors when tested on the cobas 6000 c (501) module. Two additional patient samples tested after these samples with errors had erroneous results that were reported outside of the laboratory for ise indirect na for gen.2. The na values for these two samples appeared low based on the k values, cl values, and anion gap. The customer immediately called the floor to let them know that the na values were suspect. The customer repeated the two samples on a second c 501 analyzer. The repeat results were higher and believed to be correct. The first sample initially resulted with an na value of 128 mmol/l, which repeated as 134 mmol/l. The second sample initially resulted with an na value of 127 mmol/l, which repeated as 137 mmol/l. The patients were not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer could not determine a cause. He primed the ise system, adjusted tubing, replaced the sample probe, and adjusted the sample probe washing station. He ran calibration, controls, precision studies, and an ise check.

Manufacturer narrative:
The calibration data and qc recovery was acceptable on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.